Manufacturer narrative:
Failure analysis confirmed button error alarm due to corroded keypad traces. No moisture damage was found on the electronic assembly. No beep anomaly ocurred during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed a button error that she could not clear. Her blood glucose level at the time of the event was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. She agreed to return the insulin pump for anaylsis.